Manufacturer narrative:
On (B)(6) 2017 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) 2017. The analysis done with the consumer return confirmed the product was counterfeit. The product was not manufactured under p&g control.

Event description:
Attachment toothbrushes which break quickly [device breakage]. Making noise and stopped spinning [device physical property issue]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that (B)(6) or (B)(6) brushheads broke quickly. She reported she kept a supply of new packs of brush heads. She stated that she replaced the brush heads after 3 months, but this time she didn't get that far. She described that brush heads started making noise and stopped spinning. A week or two ago, she replaced the brush heads (probably from the same series) and they made noise, stopped spinning, and even broke. She asserted that she had used 8 brushes over a 2 month period. No symptoms developed. Relevant history: none reported. Concomitant product(s): (B)(6) toothbrush, version unknown. No further information was provided. On 27-sep-2017 received consumer's follow-up phone call: it was reported that the scratch test passed, and this was not the first time that the consumer had used this particular type of brush heads. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Attachment toothbrushes which break quickly [device breakage] making noise and stopped spinning [device physical property issue] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that oral-b flexisoft or precision clean brushheads broke quickly. She reported she kept a supply of new packs of brush heads. She stated that she replaced the brush heads after 3 months, but this time she didn't get that far. She described that brush heads started making noise and stopped spinning. A week or two ago, she replaced the brush heads (probably from the same series) and they made noise, stopped spinning, and even broke. She asserted that she had used 8 brushes over a 2 month period. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up phone call: it was reported that the scratch test passed, and this was not the first time that the consumer had used this particular type of brush heads. No further information was provided.